Event description:
Surgeon. Is reporting that the numbers do not add up. The case was completed with lantern hip, but a c-arm was used to verify implant positioning.

Manufacturer narrative:
At this time the device has been returned to orthaligh for evaluation by an orhtalign engineer, but the investigation has not been completed. Upon the completion of the investigation a follow up report will be filed detailing the conclusions, including whether the complaint could be confirmed and root cause if available.